Manufacturer narrative:
Controller (B)(4) was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The reported event could not be confirmed since the display did not reveal any anomalies during bench test. Analysis of the device revealed that the device met specifications; the device passed visual examination and functional testing. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. With review of the reported information and analysis of the returned device with no confirmed malfunction, a root cause cannot be determined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use and patient manual outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. Additionally, a reference guide for both visual and tone alarms including potential causes and actions to take and there is a warning to keep spare, fully charged batteries and back up controller available at all times. It also provides information about proper care of the system and what to do in case of an emergency. There are no apparent clinical causes for this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that after a software upgrade the controller failed to sound the "no alarm" alarm with the power sources disconnected. The controller was not connected to the patient at the time. The controller was exchanged from hospital stock with no reported consequences or impact to the patient. No additional information reported.

Manufacturer narrative:
After further review of additional information received date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes, if remedial action initiated, recall and additional MFR narrative have been updated accordingly. Correction: model #/lot #-((B)(4)), evaluation codes, device available for evaluation?(06/08/2016), the reported event of a no power audible alarm failure on the returned controller, (B)(4), was confirmed. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Analysis of the device revealed that the device failed to meet specifications; the device passed visual examination but failed functional testing due to a no power audible alarm failure when the controller was disconnected from all external power sources. The charging circuit for the controller's internal battery was evaluated and shown to be functional. The internal battery which drives the no power alarm was replaced with another unit. The controller was disconnected from its external power sources and the following no power alarm met specification for duration. Heartware has opened an internal investigation for no power audible alarm failures. The most likely root cause of the reported event can be attributed to a faulty internal battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.